Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and took longer time to rewound. Customer stated that the drive support cap was normal. It was reported that they had performed displacement test and was passed. It was reported that the insulin pump had motor error associated with noise. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.